Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the power cord of an exactamix compounder was frayed and the wires were exposed. This was noted during an unspecified process step. There was no patient involvement. No additional information is available.